Event description:
While at the philips bench for repair, the technician observed the therapy knob on the device was broken and should be replaced. There was no reported patient involvement/adverse patient impact.